Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unknown date in (B)(6) 2014. The homechoice was returned to baxter on an unspecified date in (B)(4) 2014. Upon further investigation, it was noted that upon return of the patient¿s peritoneal dialysis (pd) cycler in (B)(4) 2014, no other pd cycler was shipped to this patient. As the patient passed away approximately eight or more months after the return of the device (on an unknown date in (B)(6) 2014), the baxter homechoice is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was not reported if the patient was performing (pd) therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.